Manufacturer narrative:
This report is submitted on january 7, 2020.

Event description:
Per the clinic, the patient experienced no response to stimulation after a head trauma. Reprogramming attempts were made; however, the issue could not be resolved.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2020, due to incorrect placement of the electrode array. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted march 10, 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on (B)(6) 2020.